Event description:
The product was used during a laparoscopic cholecystectomy procedure. Reportedly, the jaws scissored. The surgeon used another instrument to complete the procedure. The hosp has reported no pt injury occurred.

Manufacturer narrative:
05/08/2000 supplemental #1 sent to FDA. Device evaluation indicated and codes entered in h3 and h6. Device not available for evaluation.